Event description:
The device involved with this event(s) was returned to compass health brands on 10/24/2016, and evaluated on 10/25/2016. Upon inspection, the device was found to have been opened, and the role had been slightly cut/used. The role appears to be normal, with nothing visually wrong/out of normal. Overall, the customer's reports of this event could not be duplicated from a review of the returned device.

Event description:
End-users are getting blisters from the tape. The office has had 4-5 clients get rashes and blisters from the tape. The end-users, that range from first-time users to those who have been taped for over a year with this tape or another brand without any reactions, are breaking out (with rashes/blisters). The end-users are reported as having been 24-60 years old (multiple patients reported), and both male and female. The skin of the end-users were reported as having been prepped before application, without any skin sensitivity/allergies - the tape was also reported as having been used on the users' shoulders and removed immediately once the irritation was discovered. No skin is reported as having been shaved or having any topical gels/lotions applied before the application of the tape.